Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that the lead was returned with the helix fully retracted. The helix could be fully extended, retracted, and turns within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, testing of the extension of implantable pacing lead (ipl) tip was performed before implanting the lead into patient body. The ipl tip extended successfully, but after approximately 10 turns anti-clockwise, a little of the tip was exposed. The ipl was not implanted, and a different lead was used to complete the procedure. No patient complications have been reported as a result of this event.